Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a blocked stirrer motor. The component was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the stirrer motor block is corrosion formation inside the ball bearing preventing the shaft rotation. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient side during service activity. There was no patient involvement.